Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 60 ml of fluid in the bladder. To verify the reported condition, the fill-port cap was removed. Upon removal, a back-flow (leak) was observed at the fill-port. Visual examination of the disassembled unit revealed the root cause of the leak was a 0.9-mm particle of acrylic resin trapped between the check band and the stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that with one (1) infusor, during filling, backflow was observed from the filling port. The device was filled with 5% glucose. There was no patient injury or medical intervention. There was no patient involvement. The actual sample is available. No additional information.